Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer received readings of 200 mg/dl, 115 mg/dl, and 107 mg/dl within ten minutes on the aviva system. No adverse event reported. A request was made for the return of the meter and strips, replacement sent.